Manufacturer narrative:
As reported, the capsure straight fasteners did not fixate the mesh. There was no reported patient injury. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 695 units released for distribution in sep, 2022. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Not returned.

Event description:
As reported, during an unknown procedure on (B)(6) 2022, the capsure straight fixation device deployed the fasteners and would not successfully fixate into the mesh/tissue. It was reported that the loose fasteners were removed from the patient¿s body. There was no reported patient injury.

Manufacturer narrative:
As reported, the capsure straight fasteners did not fixate the mesh. There was no reported patient injury. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of(B)(4) units released for distribution in sep, 2022. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to report the results of the sample evaluation. The subject device was returned for evaluation. Sample evaluation found the device functioned as intended and the reported event could not be reproduced. There is no indication that the device would fail to fixate. 14 out of 15 fasteners were deployed from the device prior to return. The most probable root cause for the failure to fixate reported is likely a result of user /device interface. No manufacturing anomalies were found. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during an unknown procedure on (B)(6) 2022, the capsure straight fixation device deployed the fasteners and would not successfully fixate into the mesh/tissue. It was reported that the loose fasteners were removed from the patient¿s body. There was no reported patient injury.